Event description:
It was reported that foreign matter was found before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "our customer has tested item 302995 with lot 9323725 and it failed their qualification test. Each of ten units per lot submitted are pulled for endotoxin analysis; each individual unit must be <0.001 EU/unit in order to be accepted for use. With the sample failure, we will have to reject this lot for use. "

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following are the corrections: medical device manufacturer: becton dickinson medical systems. Manufacturing location: becton dickinson medical systems.

Event description:
It was reported that foreign matter was found before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "our customer has tested item 302995 with lot 9323725 and it failed their qualification test. Each of ten units per lot submitted are pulled for endotoxin analysis; each individual unit must be <0.001 EU/unit in order to be accepted for use. With the sample failure, we will have to reject this lot for use. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "our customer has tested item 302995 with lot 9323725 and it failed their qualification test. Each of ten units per lot submitted are pulled for endotoxin analysis; each individual unit must be <0.001 EU/unit in order to be accepted for use. With the sample failure, we will have to reject this lot for use. "